Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the one touch verio2 micro usb cable was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.